Manufacturer narrative:
The reported issue of duplicate data found in ikp from bd alaris pcu is confirmed and identified to be a known issue. The data in the ikp application has no direct identification of a patient and does not violate the health information portability and accountability act (hipaa). The only impact may be inaccurate continuous quality improvement or infusion knowledge portal reports resulting in customer confusion; no patient harm would occur from this issue. The issue has been risk assessed and found to be acceptable, not requiring any field action. The file was opened to document the issue that was reported. No further investigation of this issue is deemed necessary by cad. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
A technical issue reported where there was duplicate data found in ikp from the bd alaris pcu in which residual data did not clear from the devices. A bd representative was able to identify 3,391 unique patient ids across 352 unique facilities. There was no reports of patient harm due to the technical issues.

Manufacturer narrative:
The reported issue of duplicate data found in ikp from bd alaris pcu is confirmed and identified to be a known issue. The data in the ikp application has no direct identification of a patient and does not violate the health information portability and accountability act (hipaa). The only impact may be inaccurate continuous quality improvement or infusion knowledge portal reports resulting in customer confusion; no patient harm would occur from this issue. The issue has been risk assessed and found to be acceptable, not requiring any field action. The file was opened to document the issue that was reported. No further investigation of this issue is deemed necessary by cad. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement. The file may be closed based on the above facts

Event description:
A technical issue reported where there was duplicate data found in ikp from the bd alaris pcu in which residual data did not clear from the devices. A bd representative was able to identify 3,391 unique patient ids across 352 unique facilities. There was no reports of patient harm due to the technical issues.